Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited diagnostics anomaly; it inappropriately tripped elective replacement indicator alert. The eri flag was cleared and the device remained implanted. The patient's condition was good.